Event description:
It was reported that pump displayed malfunction alarm. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Reportedly, the customer was in diabetic ketoacidosis with a blood glucose level of 160 mg/dl and "believed they were having a stroke or heart attack". Customer went to the emergency room and was subsequently hospitalized. Customer was treated with intravenous insulin and painkillers. Testing was performed and the customer did not have a heart attack. Treatment resolved the issue and there was no permeant damage. Customer was discharged on (B)(6)2026.